Event description:
Event: right knee bones were soft and disintegrated / nerve damage in right lower extremity / total renal failure / intestine shutdown. This spontaneous case was reported by a physician, and a female pt who experienced total renal failure, "intestines shut down", whose right knee bones were soft and disintegrated and who experienced nerve damage in right lower extremity after taking ibandronic acid (boniva) for osteoporosis, cortisone and hyaluronate sodium (supartz) both for unk indications. The pt was overweight, a non-smoker, non-drinker, did not have any history of drug abuse, was allergic to beta blockers and suffered from osteoarthritis in the right knee. She had an auto accident in 1990's and lost 6 inches in height, lost 2 vertebrae and had a fusion. The pt had previously taken alendronic acid (fosamax) and risedronic acid (actonel) for osteoporosis. In 2005, the pt commenced treatment with ibandronic acid (150 mg monthly). She stopped therapy in 2007. She also received cortisone and hyaluronate sodium. The pt had osteoarthritis and had an elective knee replacement surgery scheduled for the same month. During the surgery on her right knee, the doctor discovered that the bones in that knee were soft and disintegrated. They tried to repair the knee and had to use pins to attach the bones. The pt experienced nerve damage to her right lower extremity from the surgery. She went to a nursing home after the surgery but had to return to the hospital at least twice during the month (following surgery) due to total renal failure and her intestines shut down. The pt reported that she was in very serious condition and "caused her to have code blues". The code blues were in the nursing home which expedited her being taken to the hospital twice on an emergency basis. The pt restarted ibandronic acid therapy three months later, at the same dosage when she returned home. She stopped therapy four months later, dose as she ran out of stock and could not afford ibandronic acid at present. In the report in early 2008, it was reported that the events right knee bones were soft and disintegrated, experienced nerve damage in right lower extremity were persisting and total renal failure and intestines shut down had improved. The physician was unaware of pt complaining of any adverse effects from ibandronic acid. The physician reported further that the pt had contacted the office and wanted to take a break from ibandronic acid as she read this was possible in pts who had been taking bisphosphonates for 5+ years. In report dated 2008, it was reported that the pt had a series of 5 injections of hyaluronate sodium. The cortisone injections and hyaluronate sodium injections taken prior to surgery probably had a negative effect on the knee cap. Treatments had been suggested and tried for the events. However, nothing has been helpful. The events "right knee bones were soft and disintegrated, nerve damage in right lower extremity were assessed as medically significant and the events of total renal failure and intestines shut down" were assessed as serious as they led to new/prolonged pt hospitalization. The pt assessed all the four events as unrelated to use of ibandronic acid. At the time of this report, cortisone and hyaluronate sodium had been discontinued and "nerve damage to right lower extremity" persisted. No further info was available. Update info was received on the same day, and following data was added to the case: cortisone and hyaluronate sodium added as suspects, clinical course added.

Manufacturer narrative:
This info was obtained from roche laboratories. We are now investigating this case in detail.